Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that a onetouch ultra meter "has an error 2 message." The medical affairs specialist (mas) was able to obtain/verify add'l info when the pt returned the call. The pt tests her blood glucose twice a day: once in the morning and again before going to sleep at night. She also manages her diabetes with pills, diet and exercise. She currently takes 500 mg of metformin twice a day. The pt stated that the meter issue (error 2 message) first occurred on the previous month at around 3:00 - 4:00 pm and as a result, she did not make any changes in regards to diabetes regimen. According to the pt, the reported symptoms of "blurry vision, shaky, sweaty, headache, nauseated and dizzy" developed at around 1:00 pm on the next day. The pt then administered self-treatment with orange juice and after 20 mins she claimed that she felt like vomiting and was really sleepy. The mas was able to speak with the pt on october 9, 2008 and the pt stated that she was going through the same symptoms and administered the same type of treatment (orange juice). She also contacted her, dr but has not heard back from them yet. The pt mentioned that these symptoms have occurred once before (12 yrs ago) and it was the first time she was diagnosed with diabetes. At that time, she was taken to the ER with very low blood glucose. During troubleshooting, the csr discovered that the pt was using test strips that were past the expiration date. In addition, the pt was not using the proper testing technique to test the meter with (use error). The pt's prods have been replaced. This complaint is being reported due to the following conclusions: the pt reportedly developed symptoms that can be suggestive of hypoglycemia after the alleged meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.